Event description:
The customer reported broken release latch. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced module release latch, front cover, rear case, left & right handle, left iui connector, left iui gasket, right iui connector, shaft seal, barrel clamp, latch module, and pca lock label. Performed calibration. A review of the device history record showed the device had a manufacture date of 04feb2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the module latch. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Additional information added to: g2 for biomed as health professional. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced module release latch, front cover, rear case, left & right handle, left iui connector, left iui gasket, right iui connector, shaft seal, barrel clamp, latch module, and pca lock label. Performed calibration. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the module latch. A review of the device history record showed the device had a manufacture date of 04feb2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported broken release latch. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported broken release latch. There was no patient involvement.